Event description:
It was reported by pt to conmed customer service dept. On (B)(6) 2010, severe allergic reaction to electrode. Circular rash and an all over rash, nausea, diarrhea, headache and extreme burning and itching, along with worsening of asthma which is normally controlled. Pt has a known allergy to latex. Pt was sent the msds sheet on (B)(6) 2010 by customer service.

Manufacturer narrative:
Conmed is attempting to obtain more info regarding this event. The only contact info conmed has with the pt is an e-mail address. To date, the e-mail inquiries to the pt have not been answered. At the present time, conmed is unable to determine if a pt injury or a reportable malfunction has occurred that is related to our product. Until further info is received to confirm or unconfirm the reportability of this incident, conmed is filing this medwatch with the FDA. The pt has reported to conmed that they have a known latex allergy. This is a latex free device (see attached label and symbology). The device is not being returned to conmed for it has been discarded by the end-user. A supplemental report will be filed after the quality engineering investigation has been completed.